Event description:
The customer reported an Image distortion during an inspection for use involving an Olympus Gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1 - City: (b)(6) The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.